Event description:
The patient reported hives, fainting, drop in blood pressure, accelerated pulse, and heart attack like symptoms for up to one hour after repeated cystoscopies and colonoscopy with instrument soaked in cidex opa. After the reaction, the patient's physician performed an allergy test and found that the caller was allergic to opa. With each onset of the reaction the caller went to the emergency room and was treated.

Manufacturer narrative:
.